Manufacturer narrative:
Thermogard xp ivtm system in the complaint was evaluated by zoll (B)(4). Visual inspection was performed and lithium coil cell on the battery socket was loose. A review of the event log was not performed as mid 4 error was noted. It should be noted that the memory and real time clock circuits on processor pcb was lost power due to lithium cell battery on battery holder, in display head was loose (open circuit). Thus it was not possible to retrieve the data. Also mid 11(post nvram) error was noted during functional testing. The customer reported complaint was confirmed. The root cause for the reported complaint was loose lithium coin cell on battery socket. The lithium battery was replaced and a cable was tighten at battery holder. The device passed all the functional testing.

Manufacturer narrative:
Zoll has not yet received the zoll console in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that during an in-service training of the ivtm thermogard (s/n (B)(4)) an mid: 11 (post nvram) error message displayed. It was reported that the error message displayed during powering up the device and could not be cleared. There was no patient involved with this event. No further information was provided.